Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a cubies issue, no detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer rows a and e were missed. A field service engineer cleaned a medication spill in row a, all connections were reseated, and the drawer was removed to replace the flat flex cable. The customer unloaded the failed pockets and inserted new cubies in the missing rows. Functionality was confirmed using the hardware test application. The customer verified that all pockets in drawer 5 were working properly by inventorying several medications without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a cubie issue, no detected on the bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.